Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 26 mg/dl at the time of incident and the current blood glucose level was 120 mg/dl and 245 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap appears normal. Customer did not allege insulin pump was over delivering. Customer stated that the at last set change insulin was drop from end of set before connecting at site. Customer reports programming was accurate. Customer states they did not wear insulin pump during a medical procedure or test around magnetic resonance field. The device will not be return for analysis.